Event description:
The patient's mother later reported that the patient's device had been communicated with successfully. The battery was reportedly fine, and there were no issues found with the device. No further relevant information has been received to date.

Event description:
It was reported by the patient's mother that the patient's device malfunctioned after being implanted for 9 years. The device was reportedly not removed or replaced because the battery was still functional. The patient passed away due to reasons unrelated to vns, per the patient's physician, and the device was not available for return to the manufacturer. The available programming history was reviewed, and there was no evidence of a device malfunction. No further relevant information has been received to date.